Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of hospitalization was not reported. The customer was not available to troubleshoot the insulin pump at the time of the report, so it was requested that the customer call back to perform troubleshooting. Nothing further was reported.